Event description:
Caller reports coupling and or communication issues. Pt reports she can only charger her ins to a quarter charge and had to lay on it for 2 to 3 hours to get a quarter charge. Pt reports that she has not been able to charge past a quarter in 6 months. Pt also reported that she places the recharger antenna director on the battery over her skin. Pt does not currently have stim turned on. Pt also reports that her recharger belt is broken. Pt is currently seeing the reposition antenna screen and reports she has been seeing that screen for a while. Pt stated she reported recharging issues with hcp and was told it sounded like she needs a new battery implanted. Pss reviewed screens pt is describing may not necessarily indicate end of service. It was later reported that the patient hadn¿t recharged the device in ¿probably nine months or more¿ and the battery was dead. It was noted that the patient was referred to a doctor to have her device system evaluated. It was reported that the patient wasn¿t receiving any therapy. Six days later, it was reported that the patient was trying to schedule an appointment with a doctor. It was noted that the patient¿s device would not turn on and would not connect to her recharger or her patient programmer. It was reported that a patient¿s ¿2008 ins" (implantable neurostimulator) wouldn¿t charge anymore. It was stated that it worked for about 3.5 years and then stopped taking a charge. It was noted that it took until 2013 to get a replacement approved through workman¿s comp.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because after all follow-up efforts, information received indicated patient was trying to have an appointment with a physician as to have issue resolve and will update patient services when surgery is scheduled, resolution of the issue remains unknown. The 37712 restore ultra rechargeable remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the 37712 restore ultra rechargeable. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the 37712 restore ultra rechargeable is inconclusive because of insufficient event information. Pli 70 reviewed and confirmed / updated rfr, hazard, and conclusion codes. Follow-up was not conducted because the initial event information indicated an issue with a device that is subject to normal wear and tear. The recharge belt return was not requested because the recharge belt is subject to normal wear and tear which results in the need for replacement; the recharge belt is not repairable. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the recharge belt. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The information is sufficient to identify the need for replacement of a device that is not repairable. Concomitant products: product ID 3887-45, lot# v121993, implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger product ID 37082-20, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3887-45, lot # v121993, implanted: (B)(6) 2008, product type lead; product ID a01411002, product type recharger. (B)(4).